Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause could be due to the patient being allergic to the materials of the device. Per the reported information, "...the patient claims to have several known allergies and they tend to get new allergies". Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that a patient experienced a possible allergic reaction. The patient is experiencing sores on soft mucosa and tongue. Patient wore the appliance on/off for two to three weeks and symptoms went away after disuse. It was reported that the patient claims to have several known allergies and they tend to get new allergies. It was suggested that they stop using the appliance and get an allergy test with their medical provider for definitive results.